Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: h6. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found a label over a box, the ref and lot number from the label and the box are different. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure found that the packaging associate must inspect label for: smeared print, incorrect or missing information. Although a review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing issue. Based on this investigation a corrective action and a field action were initiated to mitigate this issue. As corrective actions, all procedures related to the packaging process were reviewed and updated to perform 100% inspection criteria of the packaging and work order label. Therefore, the need of further corrective action is not indicated.

Event description:
It was reported that the box of a biosure 6mm x 20mm had packaged a biosure screw 5 x 20mm instead and was found during the knee medial patella femoral ligament reconstruction, and additionally, it broke when being inserted into the patient. The procedure was resumed, after a 2-minute delay, using an equivalent s+n back-up in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.